Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that it was unknown if the device caused or contributed to the headaches and it was unknown if there was a malfunction of the device that caused or contributed to the headaches. It was unknown if the cause of the headaches were determined. It was reported that the device was turned off for several days and another rep would be following up with the patient. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider and a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient was concerned that her spinal cord stimulator may be causing her headaches. The headaches began shortly after a replacement of her implantable neurostimulator. The patient went to the emergency room because of the headaches on (B)(6) 2018, and the patient was released on (B)(6) 2018. The hospital did all kinds of tests on the patient to ensure that it wasn¿t a brain bleed or an ulcer. They have not met with a manufacturer representative for an adjustment, so the patient was looking to have the system checked or reprogrammed to resolve the issue. The patient is meeting with a manufacturer representative for an impedance check, remote control education, and any reprogramming requested by the patient. The issue had not resolved at the time of the report. The patient was advised to consider turning the spinal cord stimulation off to see if the headaches improve, but he patient refuse as she needs the spinal cord stimulation to help with her bilateral foot pain (neuropathy). If the patient turns stimulation off, she has tremendous headaches. No surgical intervention was planned or performed at the time of the report. There were no further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they got a call from the patient¿s husband, who told them when their wife has their stimulator on they got headaches. They stated this had been going on for two weeks, they told a manufacturer representative (rep) on tuesday (B)(6). They stated they were instructed friday of last week to turn their stimulator off for 2 days, then turn it back on monday. When they did, the headaches were gone, but then the pain in their feet came back. The husband stated they ¿did not know who told them to do that, or what company they worked for, they stated it could have been anyone, a nurse, physician, ma. They stated they couldn t remember, they had a really bad memory, so they told the rep to work with them here.¿ they said they had to meet with a rep at a physicians office before the end of the week because the pain in her feet was bad and they were having company in town. They were setting up an appointment with an ma in their pain doctor¿s office. It is this coming friday (B)(6) at 3pm in the office just to run diagnostics and make sure they are using the remote correctly. The rep stated they had no way of knowing if their ¿scs had anything to do with their stimulator¿. The rep told them if that continues after they meet, they should set up an appointment with their physician. Everything reported was all the rep knew. They stated to email them on monday, (B)(6) to confirm if they indeed met and how it went and stated they would not have an update until then. The rep stated they contacted them because they called a colleague and their number was on their voicemail. The rep stated they met the family once for their ins change. They had liked their settings and they had put the same ones in. There were no changes at all and they stated the patient was all smiles at that time and had no idea what happened since then. They stated they were not aware whether or not a physician was involved in any capacity or not. They stated they got an MRI and CT scan which ¿didn¿t show anything¿ last week. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred on 2018 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was determined that the headaches were not caused by the device or therapy. The therapy was turned back on and was helping the patient's foot pain. No further complications are anticipated.